Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had dropped her lifevest monitor on her foot. The patient reported that her foot was "broken and black and blue". The patient reported that the doctor looked at her foot, but did not provide any treatment. Follow-up indicated the patient's foot was healing.